Manufacturer narrative:
This issue was previously reported under MDR number 2623532-2019-00001. The incorrect manufacturing location was documented. This report was generated to document (B)(4) as the manufacture location. Further investigation of the customer issue included a review of the complaint data, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) replaced multiple parts (filter, water bath (rohs) which were determined to be the likely cause of the issue. A review of the analyzer service history was performed; no additional erratic or discrepant patient results reported on the analyzer, nor did it identify any service or complaint issues that may have contributed to the issue described in this complaint. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.

Event description:
The customer generated falsely elevated magnesium results while using the clinical chemistry magnesium assay on the architect c4000 analyzer. The customer provided the following result data (customer provided reference range: 1.9-2.6 mg/dl): sid (B)(6): initial result 6.0, retest (same analyzer) 3.8, retested on a second analyzer: 2.5 and 2.4. No impact to patient management was reported.